Event description:
Customer reported the system on-off button doesn't work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the on-off switch. System operates as intended.